Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked top case by the tube holder and by the left side, missing screws inside the device and missing power supply shield, cracked right plunger case and battery door, and visible contamination. Event log history was performed and indicated that force sensor bridge test was found in history. During analysis, the reported issue regarding force sensor bridge test was able to be duplicated during the power up process. Steady state reading of the force sensor was also noted. It was noted that multiple components (main printed circuit (pc) board and plunger cable) were noted to be the cause of the reported issue. Service replaced main pc board and plunger cable to correct the reported issue. Service also performed power up process and device passed all the functional tests. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion exhibited force sensor bridge error. There was no patient involvement in this event. No adverse effects were reported.